Event description:
It was reported that the implant attempt of the left ventricular (lv) lead was unsuccessful due to diaphragmatic stimulation and a large vein making the position unstable. The lead was removed and a different model lv lead implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Secondary finding of distal conductor with blood/body fluid (not obstructed). Full lead returned and analyzed.